Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation indicated that the facility may have been trying to use the system as an image archival system. Advised facility that the system save function is working as designed and that the system was not designed as an image archival system. No problem noted with the system. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 7800 system was not savings images. No patient injury reported.